Event description:
It was reported that there was problem with the guide wire. It was further stated that it was quite difficult to remove the guidewire through the needle. Later when the catheter was introduced, the guide wire was frayed.

Manufacturer narrative:
The device was discarded at the hospital. Product will not be returned for evaluation.